Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was requested but was not forthcoming. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the edwards sapien 3 transcatheter heart valve with the edwards commander system training, take time to ensure wire is tracked to apex of left ventricle and does not get caught in the mitral chordae. Once the delivery system is inserted, the stiff portion of the guidewire should extend beyond the distal end of the delivery system at all times to protect the apex, manage guidewire position. Guidewire can move proximally during valve alignment., do not force the thv. Use short movements to prevent ¿jumping¿ of the thv into the ventricle use rao or ap projection to ensure wire position is maintained in the ventricle. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. In this case, the cause of the cardiac valve replacement complication and subsequent death was related to wire position as the report states, ¿postmortem it was realized that the second wire had perforated the right cusp into the right ventricle and the valve had been ultimately deployed in the right ventricle/septum.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a right subclavian access tavr procedure, the wire was accidentally pulled out of the left ventricle by the surgeon during the insertion of the 14 esheath.  Many attempts were made to re-cross the aortic valve with multiple catheters and wires.  After approximately 20 minutes, it appeared the valve had been re-crossed, only the wire was more vertical than the previous position. The valve was deployed it the usual position, appearing 80:20 aortic, but canted in an ¿unusual way.¿ post deployment the patient had no pressure and the heart was in ventricular standstill. After CPR, then bypass implementation, the chest was opened. The patient was then declared expired. Postmortem it was realized that the second wire had perforated the right cusp into the right ventricle and the valve had been ultimately deployed in the right ventricle/septum.